Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that patient received an inappropriate shock on supra ventricular tachycardia (svt) and was hospitalized. The device remains in use. The patient is a participant in the clinical service study no patient complications have been reported as a result of this event.